Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump was not pumping at the right rate. It was reported that there was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd solis hpca pump was returned for analysis in used condition. The visual inspection of the pump found the pump had damaged lens. Functional testing included accuracy testing. The device passed the tests within published specifications. Customer stated issue could not be duplicated and was not confirmed. Problem source could not be identified.